Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported image acquisition issue. Analysis of system log file showed only low voltage messages in the electrical network and does not show any errors related to the reported issue. To resolve the issue customer restarted the system, the image artifacts disappeared and fse performed detector calibration check. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable.

Event description:
It was reported to philips that the azurion system shows a problem with angiographic image acquisition. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.